Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device made a grinding noise and there were several pauses throughout the device usage, lasting from fractions of a second to a few seconds in length. After approximately five minutes of use, the device stopped completely. A second hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 07/09/2008. - blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.